Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became caught in a placed stent. The 100% stenosed lesion was located in the calcified and moderately tortuous left circumflex (lcx) artery. The diameter of the vessel was 2.0mm. The lesion was dilated with a 1.25mm and 2.0mm non bsc balloon catheters. The atlantis sr pro2 imaging catheter was used to observe the lesion. A 2.5x28mm non bsc stent was deployed from the proximal to distal lcx at 5atm, and then the stent delivery balloon was inflated five times to 5 atms each time. As the stent had not expanded enough, a 2.25mm non bsc balloon catheter was inflated at 12atm and then flushed with nitro to confirm the vessel under fluoroscopy. The atlantis sr pro2 imaging catheter was then advanced to the stent and the atlantis sr pro2 imaging catheter became stuck on the stent strut during pullback. Resistance was felt during withdrawal and the atlantis sr pro2 imaging catheter could not be removed despite actuation of the imaging catheter. The inner sheath of the atlantis sr pro2 imaging catheter was removed and an unspecified 0.025" guide wire was inserted and an unspecified balloon were used in an attempt at retrieval. The stent size became shortened about half. The patient was transferred to another hospital. They were unsuccessful in removing the atlantis sr pro2 imaging catheter. As a result, the atlantis sr pro2 imaging catheter's outer sheath was cut and approximately 20cm remains inside the patient. A non bsc stent was deployed at the left main trunk (lmt) of the patient. No further patient complications were reported and the patient has been discharged from the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).